Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the coil (subject device) prematurely detached before approaching the aneurysm. The procedure was successfully completed with no patient impact. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal contact and the delivery wire were kinked/bent. The main coil was stretched, kinked/bent, detached from the delivery wire and appeared to be broken/fractured at the detachment zone. Functional analysis was unable to be performed as the main coil was detached upon return. From the information available, the device was re-positioned during the procedure and it is probable that the device became damaged; therefore, an assignable cause of procedural factors will be assigned to the reported event along with the observed main coil stretch, kink/bent and broken/fractured. It is probable that the proximal contact and delivery wire kinks that were observed are a result of the handling of the device; therefore, an assignable cause of handling damage will be assigned.

Event description:
It was reported that during the procedure, the coil (subject device) felt resistance and prematurely detached before approaching the aneurysm. The coil was removed with the microcatheter as one unit. The procedure was successfully completed with no patient impact. No further information is available.